Event description:
Baxter was notified that a pt "was given and utilized baxter pre-filled flush syringes to clean the catheters." "The baxter syringes were obtained from the pharmacy." The pt reportedly "subsequently developed a hickman line infection and septicemia. Pt was hospitalized and received antibiotic therapy." There was no report of sequelae.